Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The customer's device was subsequently returned for use.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation shock when the shock button was pressed during pre-shift checks. Upon further inspection, it was observed that the shock button would respond intermittently when pressed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation shock when the shock button was pressed during pre-shift checks. Upon further inspection, it was observed that the shock button would respond intermittently when pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section e4 of the initial medwatch report indicates: initial report sent to FDA is blank. Section e4 of the initial medwatch report should indicate: initial report sent to FDA is no.

Manufacturer narrative:
Based on the available information, physio-control determined that the likely cause of the reported issue was due to an excessive resistance of the shock switch located on the main keypad assembly. This resulted in the device logging an event code and not delivering defibrillation energy.

Event description:
The customer contacted physio-control to report that their device would not deliver defibrillation shock when the shock button was pressed during pre-shift checks. Upon further inspection, it was observed that the shock button would respond intermittently when pressed. There was no patient use associated with the reported event.